Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks on the device case. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory confirmed a power supply message was recorded. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The pulse generator case was removed. Internal visual inspection noted no irregularities that would have contributed to the power supply message. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The root cause of the message could not be determined as the device operated normally during analysis.

Event description:
It was reported that analysis was completed for this device.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded another device power supply message following delivery of shock therapy. Additionally, the patient experienced a syncopal episode. Boston scientific technical services (ts) recommended device replacement. Device replacement was scheduled. No additional adverse patient effects were reported. Available information suggests this device remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received another appropriate shock. Charge times were noted to be normal and no further messages or resets were observed. Device explant was cancelled and the device remains implanted and in service. The physician will continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this device recorded a device power supply message. Additionally, the patient experienced a syncopal episode and fell onto the floor. A copy of device memory was submitted to boston scientific technical services (ts) for analysis. Analysis of device memory noted that the message was recorded due to an unexpected device reset during charging or shock delivery. The timing of the recorded message corresponded to the syncopal episode, however, due to the reset, it was unable to be determined if the device delivered shock therapy or not. Device replacement was scheduled for a future date. No additional adverse patient effects were reported. Available information suggests this device remains implanted and in service.